Event description:
It was reported that a patient presented with the patient's implantable cardioverter defibrillator found int back-up vvi mode due to hardware reset. Failure to interrogate was noted as well, and inappropriate shocks due to incorrect interpretation of signal was reported as well. Programming changes were made. No adverse patient consequences were reported.